Manufacturer narrative:
During further troubleshooting mother indicated pump was providing occlusion alarms, reporter mentioned patient was recently changed to apidra. Customer technical support has notified reporter that apidra insulin is contraindicated for use with t: slim.

Event description:
Received information stating patient was experiencing high bg's. As per mother, she gave the patient some insulin injections to help bring down the bg's.